Event description:
The customer reported with an issue of a/w (air/water) aspiration problem. The nozzle is blocked by black rubber particles. The issue found during reprocessing. The facility completed the intended procedure (unspecified) with another similar device. There was no patient harm or injury reported due to the event. No user injury reported. This report is being submitted due to incorrect reprocessing, handling issue found during device inspection.

Manufacturer narrative:
During the device inspection on site, the reported issue was confirmed and the nozzle was replaced with a new one as repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 02-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a piece of silicone rubber product or injection tubing entered the air/water channel, clogging the nozzle. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may have helped detect or prevent the foreign material clogging the air/water nozzle: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.